Event description:
Patient presented to physician with pain and thinning of the skin at the ipg site. Surgeon replaced the ipg on (B)(6) 2020 to address patient''s pain as well as to address future MRI needs.